Event description:
This catheter was being utilized for a diagnostic cardiology procedure when it leaked at the hub/strain relief junction. There was no reported injury to the pt.

Manufacturer narrative:
The info provided in secttion f was supplied by mallinckrodt inc. This submission corrects the into originally provided in section d.